Event description:
It was reported that the patient experienced diaphragmatic stimulation. A chest x-ray revealed that the lead had dislodged and exhibited loss of capture. The lead was repositioned with no further complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.